Event description:
It was reported that the user contacted support for a sensor issue and then experienced low blood glucose, with a fingerstick value of 54 mg/dl after having unannounced snacks before sleep; the agent explained that the pump delivered correction doses due to the unannounced intake, consistent with a usage issue rather than a device malfunction. Symptoms included hypoglycemia with associated diaphoresis and malaise. Outcomes included no lasting health consequences or impact, and blood glucose subsequently rose to 83 mg/dl after treatment with oral carbohydrate. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to failure to follow instructions for meal announcements, and involvement of the device user interface as the component context. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.